Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. (B)(4). Investigation summary: bd (B)(4) received ten (10) pbbcs for review and analysis. The customer samples were subjected to a submerged leak test as well as a visual for cut tubing. None of the samples failed any of the tests or inspections therefore the reported issue of tubing leakage could not be confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® push button blood collection set had failure of the product to contain blood/medication. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated there was a hole in the tubing.